Event description:
It was reported to philips that the lateral x-ray failed due to an anode drive unit fault on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the anode drive unit and set of fuse, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).